Event description:
Customer called lfs on 7/02 alleging the ot ultra meter was reading inaccurately and then would not start. The patient's blood glucose results were 236 and 177 mg/dl. Tests were done within 5 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported. Also mentioned test would not start after inserting test strip. This occured after customer alleged meter was reading inaccurate. The issue was unresolved with troubleshooting. Customer did not experience any adverse events. Meter has been replaced.